Event description:
The customer reported that the warm touch blower had a burning smell. No pt info was made available.

Manufacturer narrative:
Info regarding pt use, pt condition, and detailed description has been requested. If new info becomes available, a follow up MDR report will be sent.